Event description:
It was reported that the user experienced persistent hyperglycemia around 250 mg/dl for approximately six hours while using the ilet, after which the user changed infusion supplies with agent guidance and received education to monitor for glucose reduction and call back if levels did not improve. Symptoms included elevated blood glucose. Outcomes included device-guided troubleshooting and user education without alarms or hospitalization. Investigation included customer support troubleshooting over the phone. Investigation of this case revealed no device alarms and no confirmed device malfunction, with unclear cause of the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.